Manufacturer narrative:
The device was not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified spectrum iq pumps had four unspecified under infusions while infusing a total parenteral nutrition (tpn) and oncology medications. The event happened at the oncology department. The process step was not provided by the reporter. There was no known patient injury or medical intervention associated with this event. No additional information is available.